Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/11/2015 device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: the black box shows loss of prime warning associated with a low non-zero force. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor is detecting the correct force. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unidentified force low observed in the black box, force sensor calibration in specifications. Battery cap/cartridge cap were not returned; test caps used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging multiple loss of primes. The reporter stated that the patient had a blood glucose (bg) of 600mg/dl with shakiness. The patient did not receive treatment above and beyond the usual routine care of diabetes management. The patient remained on the pump. This report is being made due to the bg excursion the patient experienced due to an alleged loss of prime issue.